Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the left eye one week post treatment. The surgeon performed flap lift and scrape on (B)(6), 2013. Account reported there was no loss of best corrected visual acuity (bcva). The patient was asymptomatic.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.